Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has a primary lt srom stem and pinnacle sector cup with a 52mm/36mm ultamet liner and 36mm cocro head. About 2 months ago she dislocated after being stable for about 10 years. After being cleared for surgery surgeon revised the ultamet liner to a poly liner and cocro head to biolox head. He also debrided the joint of the fluid mass and bad tissue. Doi: 10 years ago; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.